Manufacturer narrative:
The device was received for evaluation; however, the sample received was a partial sample (3/4 inch cut open tubing) and therefore functional testing could not be performed. A visual inspection was performed with the naked eye and revealed the presence of numerous dark colored, circular spots to be present on the tubing. A stereomicroscopic examination confirmed the dark spots to be six brown to black, translucent circular shaped deposits between 0.9mm and 3.3mm in diameter with rough surface morphology. A fourier transform infrared analysis of a representative deposit produced a spectra suggestive of a mixture of a secondary amide material and a carbohydrate. A plane polarized light microscopic examination revealed a representative deposit to be composed of a numerous morphological features that were consistent with hyphae. In conclusion, the brown and black deposits were morphologically and chemically consistent with fungus and were observed to be present on the lumen surface of the tubing. The reported issue of particulate matter in the fluid path was verified. There was no report of a transfer set malfunction that could have led to the introduction of mold spores; therefore, the source of the particulate matter unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away. On an unreported date, the patient was hospitalized for an unrelated indication and particulate matter further described as ¿dental plaque¿ in their transfer set. There were no breaks, leaks, or defects identified with the transfer set. The transfer set had been replaced approximately a month prior and the particulate matter was building up until they were finally hospitalized and transferred set replaced. It was not reported if the patient was treated for the peritonitis. Four days after the hospitalization, the patient died due to unrelated indications. It was not reported if the patient recovered from the peritonitis event prior to death. Action taken with pd therapy was not reported. No additional information is available.